Event description:
It was reported that the transmitter lost connection with the pump for an unspecified amount of time. Additionally, it was reported that intermittent invalid transmitter ID alerts occurred. A root cause could not be determined. Multiple follow up attempts were made by tandem technical support; however, no response was received from the customer. Transmitter and sensor were replaced to resolve the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.